Event description:
Right humerus fracture non-union with failure of hardware. Pt with 2 previous surgeries, requires hospitalization for surgery to remove broken plate and orif of right humerus non-union; (B)(6) y/o female who has had 2 previous open reduction and internal fixations to her right humerus by a surgeon at another location/hospital than (B)(6) in area. Pt presents with non-union and hardware failure with plate breakage of humerus fracture. Pt desired surgical intervention. Pt's previous incision was opened and incision taken down to subcutaneous tissue through the subcutaneous and scar tissue with a knife. Deeper to the fascia and was able to incise fascia with cautery. Able to find the distal fragment, removed some new bone that had formed around the fracture and plate, removed the plate from the distal fragment and then begin to slowly release tissue off the proximal fragment and the plate, retract (a nerve) to remove the screws.